Manufacturer narrative:
Date of report: 11jun2019. Date rec'd by MFR: 05jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician reviewed the device event log with the customer and found that the device declared the mask port prompt when the unit was turned on. The manufacturer's remote service technician verified that the mask port prompt turned on as expected in the operation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported intermittent check port. The device was in use at the time of the event; however, there was no patient harm.